Manufacturer narrative:
Records indicate that the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during pocket closure, at the implant of this cardiac resynchronization therapy pacemaker (crt-p), the patient went into ventricular fibrillation. Attempts to rescue the patient were made, however were unsuccessful and the patient subsequently expired. There were no allegations against device functionality.